Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to right ventricular (rv) lead oversensing during a surgical procedure where a magnet was reportedly left off the device. The rv lead remains in use. No further patient complications have been reported as a result of this event.